Event description:
The external pulse generator was returned due to a company advisory. It was analyzed and subsequently tested out of specification and as a result is now a reportable event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) analysis found that the upper/lower cases, side bail covers and ring cover, and battery drawer were broken. The lead flex cover was contaminated and one bail was missing. The ring was bent.